Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare professional via a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that their lead had eroded through their skin. It was diagnosed through visible examination. Removal was scheduled. No device issue alleged / identified. No further patient symptoms or complications were reported.